Event description:
It was reported via repair work order that the mattress was torn with fluid intrusion reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.